Manufacturer narrative:
Testing was performed at alere (b)() on retained kit lot 093885 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 093885 were reviewed. This lot met the required release specifications. A review of the complaints reporting (B)(6) related to lot number 093885 demonstrated a complaint rate of (B)(4).the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a fingerstick sample tested with the alere determine hiv 1/2 ag/ab combo. One additional alere determine hiv 1/2 ag/ab combo test from the same lot was performed with a (B)(6) result. (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as male and patient treatment was not impacted or delayed.